Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was currently admitted to the hospital for weakness, fluid overload and non-compliance. The lvad system was also producing intermittent power and flow spikes in the last hour, but it is likely due to the positioning of the patient (the patient was slouched down sitting on the side of the bed). Log file review by the technical service representative confirmed one power spike and was associated with a pi event. A second log file reviewed 3 days later showed an increase in power and a decrease in average pi over time. On (B)(6) 2018, the lvad clinician confirmed that the patient has not exhibited any clinical signs of thrombus. Lactate dehydrogenase was 297 u/l and has remained under 300 u/l while being trended during a 5 day period of time. The pump parameters have returned to baseline. Anticoagulation was continued with warfarin, full strength aspirin and inr goal of 2.5-3.5. The lvad team will continue to monitor for signs and symptoms of hemolysis, trend ldh in clinic and continue on with the anticoagulation plan. Power and flow will continue to be monitored. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed elevations in power and estimated flow, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation with the left ventricular assist system (lvas) could not be conclusively established. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.